Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Record 1 of 2. Dealer stated the seat upholstery had some tears in it.